Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 20mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio delivery system. The 9f delivery system was reportedly prepared in accordance with the IFU, with no fault identified during preparation. The 20 mm amplatzer septal occluder device was prepared, attached to the delivery cable, and loaded into the loader. While preparing, resistance was reportedly felt by the physician as the device was being loaded into the sheath. Connections were reportedly checked and the device was advanced again, after which the left disc was reportedly deployed. The device reportedly appeared deformed on fluoroscopy during deployment, and it was reportedly advised that the device be recaptured and removed for inspection. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. Following removal, the device was reportedly observed to return to a normal shape outside of the sheath. A second 20mm amplatzer septal occluder was prepared; however, the same resistance was experienced when loading it into the sheath. It was initially suspected that the loader was the cause, but exchanging the loader with a new one did not resolve the issue. The sheath was then exchanged for a new sheath, after which the device was successfully delivered. Upon examining the first device, white thread-like material was observed in the prep bowl. On further examination, white shavings were reportedly observed when flushing the system again, which were suspected to originate from inside the sheath, and white thread-like material was also reportedly observed on the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.